Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device came apart. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.